Manufacturer narrative:
Device eval: the suspect devices will not be returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval is completed. Eval method: device history record was reviewed.

Event description:
The rotator breaks when injecting contrast. No harm or injury was reported. The customer reported 3 defective devices/events but did not provide separate info or clinical details for the add'l events. The customer is not expected to return any used devices for eval. Therefore, this single form FDA 3500a report will be submitted for this complaint.